Event description:
It was reported that during a low-position anterior resection laparoscopic surgery with robot support, during dissection of the connective tissue around the rectum, a sudden surgeon console (sc) non-recoverable error occurred, making the sc unusable. The sc was restarted twice but it did not recover. An attempt was made to restart the entire system, but the system tower's power button did not respond. Later, a restart was performed using the uninterrupted power supply (ups) and the system successfully restarted. The procedure was continued and completed. The surgery time was extended by 30 minutes or more. There was no injury to the patient.

Manufacturer narrative:
H2) additional information: d4 (serial #, UDI #), h4 (device mfg. Date) h3) evaluation summary: medtronic led an evaluation of the reported surgeon console and tower 120v in the field and the associated device logs. Review of the field service notes indicated that after an error occurred on the surgeon console, the calibration button did not appear after restart. The shutdown pop up also did not appear when pressing the tower power button. An error in one of the joints of the right-hand controller of the surgeon console was observed. The full range of motion of the controller was repeatedly checked, but the issue was not duplicated. Additionally, a temporary data delay in the surgeon console caused communication to become stuck, affecting the display on both the tower and the surgeon console. Each communication line inside the surgeon console and tower were checked and reconnected. Repeated system restarts and simulated tele-operation confirmed that there were no further issues. Evaluation of the logs for the surgeon console indicated that there was an issue with the io expander on axis-e of the right input device. This led to an occurrence of an error code for 'peripheral component error', which is a non-recoverable error. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a temporary communication issue with the surgeon console right input device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a low-position anterior resection laparoscopic surgery with robot support, during dissection of the connective tissue around the rectum, a sudden surgeon console (sc) non-recoverable error occurred, making the sc unusable. The sc was restarted twice but it did not recover. An attempt was made to restart the entire system, but the system tower's power button did not respond. Later, a restart was performed using the uninterrupted power supply (ups) and the system successfully restarted. The procedure was continued and completed. The surgery time was extended by 30 minutes or more. There was no injury to the patient.